Manufacturer narrative:
E1 - address: (B)(6). E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device exhibited horizontal line (image noise). There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: damage on charge coupled device and cuts on video cable. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the image has noise due to damage to the charged coupled device. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.